Event description:
A selective catheterization was being done. At the time of the first injection into the right internal carotid artery, a spontaneous intimal dissection apparently occurred in the of good position. The physician believed this dissection would heal satisfactorily on its own.